Event description:
It was reported the bronchovideoscope exhibited no picture on the monitor, there was an error message. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. In addition, the following reportable malfunctions were identified during the device evaluation: error 216 and error code e226. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due the error code(s); cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.